Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
The lens was returned dry, in a micro-centrifuge vial. There was residue on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).